Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited intermittent low out of range pacing impedance measurements less than 200 ohms. Additionally, noise and oversensing was observed during threshold testing. Boston scientific technical services (ts) discussed programming options. The root cause of the reported clinical observations was not determined and the physician plans to continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.